Manufacturer narrative:
(B)(4). Date sent: 9/2/2020. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. An ecr45b reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #u5ca7a. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. 3005075853-2020-03936 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy surgery, the device would not fire all the way on the second firing. Also could not return the knife automatically. The knife reverse button could not work. Used manual override lever to return knife. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.